Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. Refer to associated MFR report # 3005099803-2008-01xxx, for a description of the other event. In 2008, it was reported to boston scientific corporation that a maxforce biliary balloon dilatation catheter device was used to perform an endoscopic retrograde cholangiopancreatography (ercp) procedure on two days earlier. According to the complainant, during the procedure, the balloon had a pin hole leak. The procedure was not completed. No pt complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A review of the complaint database did not identify any similar complaints reported for the same lot. A review of the device history record for the pertinent lot was performed; no anomalies were noted. The july 2008, 15-month maxforce biliary product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.